Event description:
It was reported that the patients implantable pulse generator (ipg) had reached end of life. It was also stated that the patients spinal cord stimulation (scs) leads had migrated. The patient underwent a procedure wherein the ipg and leads were replaced and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).